Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). At 10:30 am, the meter result was 7.3 inr. At 10:41 am, the meter result was 5.3 inr. At 1:01 pm, the meter result was 7.5 inr. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a weekly basis.

Manufacturer narrative:
Section d9 was updated. The meter and 1 test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.